Event description:
It was reported that the patient's leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc215800. Model: sc-2158-50. Serial: (B)(4). Batch: 19535089.